Event description:
The customer contact reported a whitescreen error. At 0304, channel b of the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific programming parameters were provided. At 0325, it was reported the dopamine delivery was discontinued. At that time channel b of the device was reprogrammed to deliver an unspecified concentration of levophed, at a titrated rate to effect of approx 3-5 ml/hr, a vtbi (volume to be infused) of approx 240 ml and 250ml container size. No further programming parameters were provided. At 0448, the nurse went in to the patient's room and noted the device displayed a software error with no audible alarm tone. At that time, it was reported the patient was hypotensive while the levophed was not being delivered. No specific blood pressure levels were provided. The device was removed from clinical service. After a few minutes, the delivery was resumed using a replacement device. It was reported the patient's blood pressure returned to a reported stable level. There were no further medical interventions required. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A review of the device history indicated that on (B)(6) 2014 at 0220, channel a of the device was programmed using the drug library to deliver pantoprazole 40mg/120ml, with a titrated dose rate of 8mg/minute, a vtbi (volume to be infused) of 100 ml, 04hh10mm and the delivery was started. At 0304 channel b, of the device was programmed to deliver dopamine 200mg/250 ml, a titrated dose rate of 10mcg/kg/min, a vtbi of 129.770ml, 03hh28mm and the delivery was started. At 0322, delivery was stopped, cassette ejected, and programmed cleared. At 0325, channel b was programmed to deliver norepinephrine 16 mg/250ml, a dose rate of 3mcg/min, vtbi of 245ml, for a duration of 87hr 07,om and delivery was started. At 0355 delivery was stopped and started. At 0931, a power on was indicated without a previous power off. A post sw (software) alarm occurred, tightloop malfunction, s308 (canbus error) malfunction alarm code, s408 (canbus error) malfunction alarm code occurred. This report represents all the info known by the reporter upon query by hospira personnel.